Manufacturer narrative:
Manufacturing side: we received a complaint about a broken ceramic of a maryland forceps. Statement of the customer. The forceps is available for investigation decontaminated but neither the outer tube nor the handle. According to the available information, there were no negative consequences for the patient. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically . The ceramic insulation is fractured several times (see figure 6, figure 7 and figure 8). The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found, therefore the breakage was most likely caused by overload situation. Batch history review: a review of the device quality and manufacturing history records is not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: most likely, the ceramic breakages are caused by a mechanical overload situation or a drop. According to IFU, this kind of instrument is designed for delicate use only. Corrective action: according to sop (B)(4) (corrective action and preventive action), a CAPA is not necessary.

Event description:
It was reported that there was an issue with jaw ins.bip.maryland. It was reported that during the laparoscopic surgical procedure we noticed a blue piece of plastic in the omentum, which was removed under vision by the surgeon. The instruments in the set were checked and found a small piece broken from the bipolar forceps; and took the instrument out of the set. There was no patient harm. There was about a 10-minute surgical delay. Additional information was not provided and additional patient information is not available. The malfunction is filed under (B)(4). Associated medwatch reports 9610612-2019-00791 ((B)(4) pm450r); 9610612-2019-00792 ((B)(4) pm973r).